Event description:
It was reported that a spectrum infusion pump alarmed false downstream occlusion during preventative maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "false downstream occlusion alarm" was not reproduced. Evaluation sent the device for downstream occlusion testing, which came back with passing results. A review of the event history log revealed multiple "downstream occlusion! " messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the corrosion on the force sensor flex. The force sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.